Manufacturer narrative:
Investigation summary: through the analysis of the photo and sample sent by the customer, it is possible to observe the presence of foreign matter in the syringe. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause investigation was carried out on the line and it was found that the root cause for the incident was the accumulation of syringes in the protection of the conveyor belt between the assembler and the packaging machine. As it is a difficult spot for the team to see, the syringes accumulated at the spot may have returned to the conveyor belt and been packed. Corrective action include to have the conveyor belt guard replaced. The new protection will be transparent thus allowing easy visualization in case of accumulation so that the syringes can be removed from the point. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter was found in 2 bd plastipak¿ luer-lok¿ syringes. The following information was provided by the initial reporter, translated from (B)(6) to english: "syringes are with dirty in several places". Via bd investigation: "through the analysis of the photo and sample sent by the customer, it is possible to observe the presence of foreign matter in the syringe."